Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the battery release was contaminated and one side bail cover was broken. Both were replaced. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).